Event description:
The facility reported a colleague infusion pump with a battery damage. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed service. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague pump with a malfunction of battery damage was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to user error. The main batteries and battery harness were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.